Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the provided information and angiographs and findings on lot history records review, it was presumed that bending, torsional and tensile stress generated with wire manipulation had most likely contributed to the reported wire fracture secondary to the severely calcified patient anatomy. The generated stress would exceed the product design limit when the wire tip was being caught and restricted its movement by the lesion; and therefore, it caused damage on the guide wire. Further applied tensile stress generated with removal likely made the damaged wire to separate. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a pci was performed to treat a moderately tortuous, severely calcified cto in the proximal to distal rca and stenotic lesions in the proximal to mid lad. The lad lesions were treated first and two stents were deployed in the lad. Then the procedure was continued to treat the rca cto. An asahi conquest pro 12 guide wire was retrogradely delivered to the cto. After antegrade balloon dilation was performed, the guide wire was further advanced when it became stuck in the cto, loosened and broke off. The pci was continued to treat the cto with the antegrade guide wire that successfully crossed the cto. Balloon dilation was performed from distal through proximal rca and the blood flow was successfully reestablished. An attempt was made to snare the wire fragment, however, failed. The wire fragment was stented to the vessel wall. There were no adverse patient effects associated with remaining wire fragment.